Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation of the sample noted no obvious defects. Attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked from a hole (0.0730") over the inflation lumen located 0.4370" from the trifurcation. This is a failure as cuts in the lumens are not allowed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the funnel of the catheter during pretest. Per additional information via email from ibc on 31aug2020, it seemed that there was a crack on the shaft and per notification received via investigator on 13oct2020, the reported event is for a water leak. This failure was confirmed during sample evaluation to be coming from the inflation lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the funnel of the catheter during pretest. Per additional information via email from ibc on 31aug2020, it seemed that there was a crack on the shaft.